Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2017, during the index procedure, a günther tulip® filter was placed. Primary reason for filter placement was no venous thromboembolism (vte) present, but at risk for vte due to surgery. The patient had no contraindication to anticoagulation. The inferior vena cava (ivc) diameter at the intended filter location was 18.6 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, tilt, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 17.9 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 7.4 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2017 (same day of procedure) revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis revealed no evidence of fracture, deformation, or embolization. The angle of filter tilt was 7.7 degrees in the ap view and 7.2 degrees in the lat view. On the same day, the patient was discharged from the hospital. At this time, the pre-retrieval x-ray imaging has not been submitted by the site. On (B)(6) 2018 (320 days post-procedure), it was determined that the filter was no longer clinically needed. There were no filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The right internal jugular vein was used for filter retrieval. A gunther tulip retrieval set, forceps, and a 25 mm snare were used to retrieve the filter. The site reported major difficulty retrieving the filter. After a successful filter retrieval, there was no extravasation of contrast. Analysis of the retrieval procedure is not available. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: retrieval imaging 320 days after implantation demonstrate an interval change in the tilt of the ivc filter. Relative to the bony landmarks, there was now a significant rightward tilt, when initially there was 0° of tilt, relative to the posterior spinous processes. When measured relative to the centerline of the ivc, this tilt was less than 15°, but had still dramatically changed from a 4° leftward tilt on initial placement, now measuring 13° rightward tilt. There was also interval development of penetration involving at least the lateral most right and left primary filter legs, extending to the junction of the secondary arms and the primary filter legs. In addition, the hook of the ivc filter appears to either abut the right lateral wall of the ivc or partially extend into the right renal vein ostium. The penetration with neointimal hyperplasia and ingrowth at the junction of the secondary legs as well as the interval increase in rightward tilt resulted in major difficulty with retrieving the ivc filter, requiring the use of endobronchial forceps to disengage the hook and proximal portion of the ivc filter from the wall of the ivc. In addition, there appeared to be difficulty in collapsing and retrieving the filter, where the sheath appeared to get hung up at the junction of the secondary arms and primary filter legs. This is likely due to the focal area of penetration in this region and the neointimal hyperplasia and ingrowth. Eventually, the filter was retrieved in its entirety with the post-retrieval venogram demonstrating no evidence of active extravasation and a mild, nonflow limiting stenosis at the region of implantation of the filter legs. A part of this stenosis may be due to spasm of the ivc wall from retrieving the filter. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.